Manufacturer narrative:
Updated - box b, adverse event/product problem and outcomes attributed to ae. Coding for health impact grid updated. Updated - box h, type of reported complaint: selected option for serious injury.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap auto biflex device's sound abatement foam. The patient has alleged respiratory tract irritation, liver disease/toxicity, lung disease, lung and prostate cancer, rheumatoid arthritis, tumors on lungs, breathing issues and pneumonia (multiple times). The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.